Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 600 mg/dl. The customer was treated with manual injections. The customer was advised to seek medical attention for continuous high blood glucose. The customer stated they do not want to troubleshoot for recurring alarms. The customer was advised that the insulin pump will need to be replaced. The patient was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.